Event description:
It was reported that this patient received anti-tachycardia pacing (atp) and a single 41 joule shock for an atrial arrhythmia due to oversensing of the atrial signal on the right ventricular (rv) lead channel. Atp was delivered during multiple episodes. No asystole was reported. Technical services (ts) discussed troubleshooting. This lead was repositioned and remains in service. No additional adverse patient effects were reported.